Event description:
It was reported that the customer experienced a blood glucose level (bg) of 50 mg/dl. Reportedly, customer administered a bolus in error which caused them to go low. Customer consumed carbohydrates and glucose tablets to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.